Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient got an implant on the right side in (B)(6), serial number (B)(4). The first time they recharged since surgery it felt like a burning sensation, didn't burn them, but it felt warm. The nurse practitioner did the recharging and it was going faster. This tuesday they put the right stimulator in deeper. The patient is trying to charge the stimulator and it will be charging and say 60% for a second and then says inactive. They got it charged from 60-70% but can't seem to get enough to charge. Patient services (ps) walked caller through the steps to recharge and they had no problems, the right (B)(4) implant connected right away and stayed connected, and the patient was successfully charging. On the left side they had another implant, serial number (B)(4) implanted (B)(6), but it hurts too much and they're not recharging it. Additional information was received from the patient (pt) (B)(6). They reported that it hadn't connected right away to charge since they got the implants and stated they think it should connect right away. The pt stated this was occurring when the pt tried to charge both implants (right and left). The pt stated they have to move the recharger around due to this. The pt stated last night they couldn't charge either ins. Following education it was determined that the pt was not using correct application last night when trying to charge (pt was using my therapy app, not recharging app) and was using communicator instead of recharger when trying to charge ins. Patient services reviewed micro my therapy app vs recharging app. The pt confirmed understanding following education. They wanted to charge their right ins (B)(4) on the call. The pt stated they were initially connected to charge, then lost connection and this happened twice on the call. Pt reported getting service code 1707 message on call. The pt also got recharger inactive message on the call. The pt powered off/on recharger and repositioned the recharger on the ins, then confirmed successfully connected with ins and were charging the right ins with excellent connection (ins is at 70%). The pt inquired if there is a way to make charging go faster. Patient services reviewed recharging best practices. The pt stated they have recharging speed at 2 (fastest). Patient services reviewed recharging speed and recharging considerations. They redirected the pt to their hcp for further troubleshooting in person if needed. The patient was redirected to their healthcare provider to further address the issue. The pt mentioned previously reported event in that it felt too warm on skin, so they "lowered it somehow", understood to mean they lowered the recharging speed.